Event description:
A pt reported experiencing inaccurate erratic results with an otu meter. The pt's blood goucose results were 150, 170, 99, 151 mg/dl. Tests were done within 10 minutes with a difference of 24%. Patient did not experience any adverse events. No further info has been reported.